Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. The cycler underwent and passed a touch screen test, functional/display test, valve actuation test, system air leak test, and heater calibration test. A simulated treatment, pre-accelerated stress test (ast) was performed on the cycler for 15 minutes with 1000 ml and no issues noted. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank upon waking up connected to the cycler. The cycler was rebooted and the ok and stop buttons lit up; however, the screen remained blank. The cycler was plugged directly into a three prong wall outlet and the power cord secured at both ends. There were no recent power outages reported in the home or the area. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that manual supplies were available to complete treatment. Upon follow up, it was confirmed that there were no adverse events and no medical intervention required as a result of the reported event. The patient was able to complete treatment using manual exchanges. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.